Manufacturer narrative:
Additional narrative: handle is very loose and no longer holds onto broach. Examination of the reported device was not possible as it was not returned. A search of the complaints databases identified other similar reports against the part/lot with the root cause finding of instrument misuse/heavy use. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Handle is very loose and no longer holds onto broach.